Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The allegation was confirmed. The customer's complaint was confirmed due to a failure was found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values where the cgm indicated a glucose level of somewhere between 40 mg/dl and 43 mg/dl. The patient experienced nausea and was vomiting and needed to go to the toilet to defecate multiple times. There was no bg taken. The patient drove to the emergency room (ER). At the hospital, the blood glucose meter showed 400 mg/dl and 420 mg/dl. The nurse at the hospital administered 1 bag of IV because as the patient was dehydrated. Additional medication was provided famotidine (pepcid) at 3:00 pm, ondansetron (zofran) at 2:34 pm, sodium chloride stopped at 4:10 pm. No insulin nor any other medication was provided to the patient. They performed laboratory tests, EKG, xr chest ap portable (cpt=71045). Patient stayed at the hospital from 1pm-6pm on (B)(6) 2025. Patient was scheduled for a follow up visit with (B)(6) on thursday, on (B)(6) at 9:30 am at the same hospital. At the time of the report patient was recovering and doing better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.